Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735740, sw app 9735762 stealth s8 app 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that the purple navlock was being used and when it was verified, the tool card image turned blank. The representative mentioned that the tool card in verify instrument did not have a "x" to remove from the added instruments page. Opening up the search instruments panel restored the "x" feature to the tool cards. There was no reported delay and no reported impact to patient outcome. Email: additional information was received. The purple navlock verified but the tool card was blank and not showing the navlock image. The instrument verified and was tracking with no issues. The site opened up the add instrument panel to tray and delete and re-add the tool card, but the tool card did not have an ¿x¿ to allow it to delete. They clicked on the tool card in the add instrument panel and the normal navlock image appeared again. There was no delay to the case and the instrument behaved as expected for the rest of the case.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.